Manufacturer narrative:
(B)(4). E1: full establishment name - hospital (B)(6) - instituto de ortopedia y traumatología. G2: foreign - event occurred in argentina g2: literature - vaccaro, r., rossi, l. A., larrague, c., farias, I., domenech, I., tanoira, I., & ranalletta, m. (2025). Reverse shoulder arthroplasty with tuberosity healing after proximal humeral fractures and rotator cuff arthropathy: similar functional outcomes and complications in patients after 10 years follow-up. Journal of shoulder and elbow surgery. Https://doi.org/10.1016/j.jse.2025.04.030. Attempts have been made to gather product ID information and no further info is available. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a journal article was retrieved from journal of shoulder and elbow surgery (2025) that reported a retrospective study from argentina. The purpose of the study was to compare the functional outcomes, complications, and revision rates of reverse total shoulder arthroplasty (rtsa) for the treatment of proximal humeral fractures (phfs) in patients who achieved anatomical tuberosity healing and those treated with rtsa for rotator cuff arthropathy (rca) after a minimum follow-up period of 8 years. The study reported 1 patient experienced a periprosthetic fracture requiring revision. No further discussion was provided. Attempts have been made and no further information has been provided.